Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five months post implant the patient was hospitalized due to bacteremia. The patient¿s implantable cardioverter defibrillator (ICD) system (ICD, right atrial lead, and right ventricular lead) was explanted. No further patient complications have been reported as a result of this event.